Event description:
Physician assistant was harvesting saphenous vein during an endovascular vein harvesting procedure and was cutting branches. When he released the bipolar energy button to stop cutting, the unit remained energized and continued burning in patient's leg.